Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sub-total gastrectomy, the stapler stopped firing while being applied to the stomach. There was no tissue involvement. The surgeon was able to press the green button but unable to squeeze the handle. They changed the reload to a new one and were able to continue. There was no patient injury.